Event description:
(B)(4).

Manufacturer narrative:
We had the customer restart power to the cns, and the customer found that while moving cables found the issue was resolved. Advised user to secure all cables. Unit was not returned as issue was resolved. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.